Event description:
An alarm issue was reported with the adc device in use with samsung a33 phone with unknown android operating system version. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "bad leg" and required treatment of juice provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported signal loss having a problem with high alarm. The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. Attempted to replicate the user¿s complaint using similar device configuration of [samsung galaxy note 8 android 9 2.8.4.9335] or the same configurations and was unable to reproduce the complaint. No issues were identified with librelink application. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Extended investigation will be performed and a follow-up will be submitted once all investigation activities have been completed. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung a33 phone with unknown android operating system version. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced "bad leg" and required treatment of juice provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.